Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had been presented to the heart catheterization/electrophysiology laboratory for a scheduled heart catheterization and cardiac resynchronization therapy defibrillator (crt-d) system implant. The patient medical history was significant for an ejection fraction of 25%. Despite the use of multiple guide wires, the physician was unable to position the lv lead to a desired lateral position. Additionally, the physician experienced difficulties advancing the lv lead through the model#7014 guide catheter. The local representative was unsure if the catheter was kinked. During coronary sinus (cs) angiograms, some staining (possible cs dissection) was observed. Lv lead placement was abandoned after a couple of hours of attempted positioning. A biventricular (bi-v) device was connected and the lv port was plugged for future lv lead placement. Additional sedation medication was required as the patient was becoming very agitated. The physician was having difficulties with inducing the patient into a sustainable ventricular fibrillation (vf) despite the use of multiple induction methods through the device. Eventually, a shock-on-t induced the patient into sustained vf. Following an unsuccessful termination of the induced arrhythmia at 14 joules, the vf degraded (fine vf) but was terminated following delivery of a 31 joule shock. The patient required post-shock pacing. Shortly thereafter, pacing thresholds and blood pressure increased followed by loss of pulse and blood pressure. Despite initiation of emergency measures, the patient could not be stabilized and died. The device, ra and rv lead were not explanted and the pocket was closed. The lv lead may have been discarded at the end of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.